Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from a patient receiving morphine (unknown dose and concentration) via an implantable pump for spinal pain. It was reported the patient was getting code 8286 on their personal therapy manager (ptm). It was reviewed that the code meant "pump reservoir empty". The patient stated the pump started alarming yesterday ((B)(6) 2020). The patient stated they could smell something that no one else could smell. The patient stated they were scheduled to have his pump filled on (B)(6) 2020. The patient stated he has called the healthcare professional (hcp) and left a message. The patient would call them back and let them know the pump was alarming and what the code meant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp on (B)(6) 2020. The cause of the pump going empty prior to the refill date of (B)(6) 2020 was unknown. It was further noted that after the pump was refilled, the plan was to remove the pump and transition to oral medication.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) indicated that after the pump was filled with saline it started leaking. No symptoms were reported. No further complications have been reported as a result of this event.